Event description:
It was reported that one day post-implant, the patient developed a hematoma. The patient was hospitalized. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.